Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with two unspecified 450cc mentor smooth gel breast implants and experienced right-sided suspected rupture and left-sided local reaction postoperatively. The patient had left fine-needle aspiration in sometime 2011 and ultrasound-guided core biopsy in (B)(6) 2020. The samples from both surgical interventions were found to be benign. MRI performed on (B)(6) 2020 indicated possible right-sided rupture. As a result, the patient underwent explantation on (B)(6) 2021. However, upon explantation, the right-sided device was found to be intact. The date of implantation and event date were estimated as (B)(6) 2008 and (B)(6) 2011 respectively based on available information. This report is for the left-sided prosthesis.